Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2018-03304. It was reported the patient¿s scs system is not providing adequate relief for pain. As a result, the patient may be undergo surgical intervention.

Event description:
Device 2 of 2. . Reference MFR. Report: 3006705815-2018-03304.